Manufacturer narrative:
Submit date: 01/13/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with or positioning pillows. The customer reported that they have had problems with the pillow from the kit not holding its form during an unknown amount of cases. Patients were involved. Per customer, no patients harmed and no medical intervention required.